Event description:
During troubleshooting for an unrelated issue, the customer reported missing/darkened segments on the screen display of the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.